Manufacturer narrative:
Core lab review of CT imaging from approximately 18 months post index procedure observed no endoleak, fracture, stent ring enlargement or stent ring migration. Core lab review of CT imaging from approximately 27 months post index procedure observed no endoleak, stent ring enlargement or stent ring migration. The imaging was non evaluable for fracture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: vnmc3737c182tu, serial/lot #: (B)(4), ubd: 26-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted during an endovascular procedure for the treatment of a thoracic aortic aneurysm of an unknown size. A left subclavian transposition, subsequent to the deployment of valiant navion was also performed. It was reported during a follow-up CT about 18 months later that a type ia endoleak was noted on one of the grafts. It is unknown which stent graft . An intervention was carried out a month later where a left to subclavian artery bypass was performed in order to treat the type ia endoleak and the endoleak was resolved.  As per the physician the cause of the type ia endoleak could not be determined.  No additional clinical sequalae was provided and the patient is fine.